Event description:
It was reported that the dexcom g7 sensor data intermittently failed to transmit to the ilet, resulting in the ilet not displaying insulin delivery overnight while the dexcom app showed the sensor as connected, and the user also administered subcutaneous fast-acting insulin by pen while still connected to the ilet; this issue was characterized as signal loss to the ilet and a device display/communication problem associated with the screen. Symptoms included hyperglycemia with a highest reported glucose of 358 mg/dl, thirst, and tiredness. Outcomes included unexpected medical intervention with medication when the user administered additional fast-acting insulin. Investigation included communication with the user and care team and analysis of information provided by the user and third parties. Investigation of this case revealed incorrect data definition associated with a device display/communication issue on the screen, leading to apparent discordance between the ilet display and actual insulin delivery information. It was concluded, based on previously established findings for similar reports, that the cause was design change validation inadequate.